Event description:
It was reported that the patient usually had trouble moving around but recently it seemed as though it was taking her longer. The reporter stated that the devices were on and ok on both sides. It was noted that the patient had been experiencing some dementia and was directed to take an additional ½ pill every day. The reporter stated that the patient had the device checked two weeks prior to this report and was told everything was working as normal. Additional information has been requested but was not available as of the date of this report. Reference manufacturing report # 3004209178-2013-16346.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator, product ID 3387s-40, lot# v103455, implanted: 2008-(B)(6), product type lead product ID 7482a40, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 37642, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# v101646, implanted: 2008-(B)(6), (B)(4).